Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient felt a shocking sensation/ significant increase in stimulation. The patient stated they were laying on their back working on a boat when stimulation was uncontrollably shocking him. It was reported it was so significant, it caused him the inability to stand up or do anything. Patient was unable to turn off stim due to not having patient programmer on hand. However, called the squad who rushed him to the ER due to high blood pressure. Stimulation has been turned off since then. Symptoms were sudden. The manufacturer's representative called back and stated he tested impedances today and all electrodes were greater than 10k ohms except for 11, 12, and 13. Rep was able to use those to program to allow pain relief for patient. Patient had 2 groups, a, - 11, 12, 13 and 14 use 7, 8, and 9. Rep to discuss if revision is needed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported lead and ins were discarded at time of surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient met with hcp on (B)(6), monday.  Hcp is reluctant to revise the system.  The options he gave are, remove system entirely then replace months later or keep system as is.  Currently patient is programmed around the impedance issues.  Patient reported no more adverse events since the reprogramming on (B)(6), monday. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type lead. Device method code (b)4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was undergoing a replacement of the lead and battery on the day of the report. The previous lead was removed that had been fractured around the insulation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was shocked by the stimulation in a hot tub last night. The patient was able to turn it off. The rep reported that the patient was leaving it off until he had an explant discussion with the healthcare provider (hcp) on (B)(6) 2019. No further complications were reported.